Event description:
It was reported that during an lar procedure the contour gun would not fire intraoperatively. The stapler was placed across the bowel with the pin positioned. The surgeon used extra force and it was reported that the handle on the device broke. Apparently no staples were actually fired. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.